Event description:
The rn reported that the pt came in for examination due to ear discomfort. Doctor examined and found prosthesis to be broken inside of pt's ear. The doctor replaced the implant.

Manufacturer narrative:
(B)(4). This product was being used for treatment, not diagnosis. The pt is doing fine. Eval method: a review of the mfg record showed no anomalies. Actual device involved in incident was examined under 20xmaginifications. Results: titanium shaft was trimmed (approx 1.5mm) and inserted into the inner hole of the flex h/a portion is still secure on the shaft, and the base of the flex h/a shoe broke away from the titanium bell that is damaged (crushed). There is still flex h/a inside the inner diameter of the bell, as well as a small section on the top platform of the bell. Conclusion: device failure related to handling. A review of complaint history for the universal titanium prosthesis indicates that it is an isolated occurrence.